Manufacturer narrative:
Damaged introducer tube. Eval summary: the analysis results found that one device was received with the introducer tube broken. No conclusion could be reached as to what may have caused this component to become damaged. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a breast biopsy procedure, the tip of the device was cracked and also the marker itself fell out. Another like device was used to complete the case. There was no patient consequence.